Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that surgical intervention took place where the ipg was explanted and replaced. The reason for surgery is unknown.

Manufacturer narrative:
Date of event estimated. Correction - section b5 - the device meets or exceeds 75% expected longevity. There is no device malfunction. Therefore, no longer reportable. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating the patient had lost therapy, and the ipg was replaced due to eri. Therefore, the device meets or exceeds 75% expected longevity. There is no device malfunction.